Event description:
It was reported that the patient with this right ventricular (rv) lead stated that there is something wrong with this rv lead. Boston scientific technical services (ts) discussed that boston scientific does not monitor this device and referred patient to md for more information. This rv lead remains in service. No adverse patient effects were reported.